Manufacturer narrative:
It was reported that the pump would not be returned for evaluation. The pump was not returned for evaluation and therefore, a correlation between the device and the reported driveline infection and suspected thrombus could not be conclusively determined. Thrombus, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Corrected information: it was mistakenly reported that the pump fixed speed had been sent between 1000-11000 rpm and was adjusted to 9000 rpm; however, the pump fixed feed had been set between 10000-11000 rpm before being adjusted to 9000 rpm.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4). The device is expected to be returned for analysis. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had been undergoing therapy for a previously unreported driveline infection for the previous 3 months. On (B)(6) 2016, the patient was hospitalized at an outside hospital for infection, which was also in the lungs. On (B)(6) 2016, the patient was transferred to their implanting center due to a red heart low flow alarm sounding from the system controller. The pump fixed speed had been set between 1000-1100 rpm but was adjusted to 9000 rpm. The patient's lactate dehydrogenase (ldh) level was 1075 u/l and the patient's inr was 1.83. It was reported that the pump was intermittently stopping and restarting. The system controller was exchanged; however, no difference was observed. Echocardiography showed that the left ventricular end diastolic diameter (lvedd) was 6.4 cm and the left ventricular end systolic diameter (lvesd) was 5.7 cm. There was no flow seen through the inflow conduit. The right ventricle was depressed, the ejection fraction was 25-30%, and the aortic valve was opening as normal. It was reported that on (B)(6) 2016, the patient's ldh level was out of limit, renal and hepatic parameters were elevated, and the patient exhibited symptoms of hemolysis. On (B)(6) 2016, another echocardiogram showed that the lvedd had increased to 6.9 cm and the lvesd increased to 6.4 cm. The aortic valve was opening at every beat, the left ventricular ejection fraction was less than 20%, and the right ventricular ejection fraction was 45-50%. The pump was successfully exchanged on (B)(6) 2016 due to suspected device thrombosis. The patient was discharged on (B)(6) 2016 with no further complications reported. The physicians at the implanting center stated that the reason for the thrombus was a deterioration of anticoagulation prophylaxis due to infection. No further information was provided.